Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2010: nurse reported patient was experiencing foot drop in the right foot which was the same side as the device implant. Patient stimulation sensation was more in the tailbone area than before. Patient had x-ray to see if there was a possible lead migration. On (B) (6) 2010, patient had programs 2 and 4 changed, and has had no foot drop on either of these programs. Patient recovered without sequelae.